Manufacturer narrative:
There was no pt present. The returned product did not meet specifications. The device had an electrical malfunction that was confirmed and directly related to the reported event. The part was repaired at the site and the issue was resolved. After the part was repaired, the system was fully functional and the system checkout showed no anomalies.

Event description:
A medtronic representative reported that wires were coming out of the plug of a navigation system. There was no pt present.